Manufacturer narrative:
Insulin pump passed displacement test; it failed self test returning a pump error. Upon further review of the unit's interior, there were no signs of previous moisture or corrosion on the electronic assembly. After swapping a known good pcb2 onto pcb1, the self test was performed again and it passed. The pump error is isolated to pcb2.

Event description:
Customer reported via phone call that the insulin pump had insulin pump error alarm. Customer's blood glucose value was unknown at the time of the incident. Customer reported they were able to clear the alarm and was able to rewind the insulin pump. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.